Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a milligan morgan procedure, while applying the device to hemorrhoid, the handle was squeezed after the green bar showed but the stapler did not cut the tissue and the staple line was not performed. The staple had fallen around open. The anvil could not be tilted after firing. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates the product was released meeting all quality release specifications. If information is provided in the future, a supplemental report will be issued.